Event description:
It was reported that with the video system center, had incident with an isolation power supply, fluid got inside the power supply. Also reported some smoke, but was not clear where it was coming from. The issue was found during an unspecified procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR 03059 (1/2).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d8; d10; g1; g3; h2; h4; h6 and h11. Corrected field: e4. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.